Event description:
A neurostimulator was implanted for intractable migraines by dr (B)(6) on (B)(6) 2012. Approx (B)(6) days later of using the neurostimulator, I experienced severe, crippling anxiety and panic attacks while the device was turned on. I continued to use the device as directed and panic attacks and anxiety still occurred. I requested the device to be removed on (B)(6) 2012. I now suffer from panic disorder and also severe depression. I also experienced the anxiety sensation during the trial stimulator implant done by dr (B)(6), but didn't acknowledge what it was at the time because I had never experienced a panic attack so intense. I was told the only bad thing that could happen was that my body could reject the equipment and would get an infection and have to have the neurostim removed.